Event description:
A report that the patient's precision system was explanted was received. There is no further information available. The physician was not aware that the patient was explanted.

Manufacturer narrative:
The explanted devices were not returned for evaluation.